Event description:
Pt coded, placed on monitor/defibrillator. Unit turned on, but did not function. Called for backup monitor, CPR continued. While waiting for backup monitor, nonworking monitor turned off, plugged into wall outlet, all leads and connections checked, turned on and still did not work. Nonworking removed, backup monitor attached and functioned appropriately. Pt continued to be pulseness, monitor showed normal sinus rhythm, CPR continued, epinephrine given, fluid bolus given as staff proceeded with emd/pea algor rhythm treatment. Pt remained pulseless, in v tach pattern. Code proceeded with pulseless v tach/v fib type algor rhythm. Pt never regained pulse or respirations. Code stopped, pt pronounced dead.